Event description:
A customer reported that the t:slim x2 pump's battery would not charge and there was a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump would begin charging, with plans for a follow-up. Cts to send replacement tandem cable and wall adapter via two day shipping. Cts to follow up. If pump battery depletes prior to receiving replacement charging supplies, customer to rely on syringes and insulin that he has at home.